Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was found to be in safety mode with bad noise filtration during an emergent follow-up. The patient was admitted into the hospital and had reported experiencing intermittent dizziness and asystole. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device will not return for analysis, the local boston scientific representative had follow-up and the device is not available for return.

Event description:
It was reported that this pacemaker was found to be in safety mode with bad noise filtration during an emergent follow-up. The patient was admitted into the hospital and had reported experiencing intermittent asystole. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is suspected to be return for analysis.